Event description:
The customer reported that the system would intermittently display a communication failure error message and the system would stop producing fluoroscopic x-ray. The system was locking up. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply voltage was adjusted, the power signal interface cable and interconnect cable were replaced. Several power connectors were retightened. The system was then found to be operating as intended.